Event description:
The customer's father reported via phone call that the customer experienced high blood glucose levels and that the insulin pump had a prime/fill anomaly. The customer's blood glucose was 600 mg/dl. The customer's father stated that it was time to change the insertion site, and when he let go of the button, insulin continued to drip from the insulin pump during the manual prime process. The caller waited for the dripping to stop, then connected the infusion set to the customer. The customer's father observed the high blood glucose in the middle of the night and was able to lower the blood glucose after an entire set change. The customer's most recent blood glucose was 300 mg/dl. The caller was unable to troubleshoot the insulin pump, as the customer was away at school with the device. The caller was advised to call back in order to proceed with the troubleshoot process. The caller was advised that a tubing clamp and emergency supplies would be sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.